Event description:
It was reported by the customer contact that the peritoneal dialysis (pd) patient had passed away this past october. The customer contact stated that the patient had gone into the hospital with heart issues unrelated to peritoneal dialysis treatments. She had spoken to the nephrologist and there was no pd infection or peritoneal dialysis reason for the death. The patient had pulmonary edema and died from a cardiac arrest.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was constructed by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Medical records have been requested. A supplemental report will be submitted upon final review of medical records by the post market clinical department if additional information is obtained and upon completion of the plant's investigation.